Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 12:303 was confirmed during product evaluation in the pump's event history. This condition was caused by a software failure that is not attributed to a hardware defect. There was no repair necessary to correct the reported condition. A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that experienced failure code 12:303. It is unknown when this event occurred. There was no report of patient involvement, patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.